Event description:
It was reported that the patient presented in-clinic for a scheduled device change-out procedure. Prior to the procedure the right-ventricular (rv) lead exhibited externalized conductors which was confirmed via x-ray imaging. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.